Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a larger size stent was in the package. Upon opening the external packaging of the 2.50x32mm taxus liberte stent, the physician discovered that the internal packaging was a 3.00x32mm taxus liberte with a different lot number. The physician did not use the device, as its size was not proper for the pt. The device did not come in contact with the pt.

Manufacturer narrative:
(B) (4).